Event description:
Patient's mother reported right side rupture confirmed via MRI. Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, h6.

Event description:
Device with catalog number st-lf115-240 is not PMA approved or same/similar. This record is no longer reportable to the FDA.